Manufacturer narrative:
Initial.

Event description:
It was reported that during use of the ilet, the user experienced a rapid drop in glucose over about one hour as the algorithm delivered multiple correction doses after an unannounced meal; the user later confirmed they do not announce meals based on guidance from their healthcare provider, and no alerts or alarms were reported. Symptoms included information not sufficient to characterize specific clinical effects. Outcomes included information not sufficient to characterize the impact of the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and no device component implicated, and the problem could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.